Event description:
It was reported that the pt's implant has shown an increasing number of electrode channels with escalating impedance values. Currently, there are only 2 electrode channels working.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.